Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) EKG tracing cuts out periodically.

Manufacturer narrative:
Updated fields: b4, b5, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10 additional information: tel- (B)(6). A getinge field service engineer (fse) observed incorrect ECG cable being used with only 3 lead configuration. Cs300 uses 5 lead configuration cable. Replaced ldwr ECG esis pinch dom 5l 50" (d012-00-1157-01), cable ECG patient dom 5l 10' (d012-00-1155-01). Checked cs300 with trainer and passed to specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) EKG tracing cuts out periodically and incorrect ECG cable is used. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported